Event description:
No blood glucose levels reported. The customer reported moisture damage to the chipped reservoir of the insulin pump. No additional information was provided. Please refer to manufacturer's report no. 3004209178-2014-99833 as it relates to the same event but of a different device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.